Event description:
Event description guidant received information that this patient had an episode of monomorphic ventricular tachycardia (vt) and following 3 bursts of anti-tachy pacing (atp) delivery, this cardiac resynchronization therapy defibrillator (crt-d) undersensed the vt and paced at the sensor indicated rate (sir) for 5 complexes and then began sensing appropriately.